Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button switch was an open connection in the response button cable. The root cause for the open cable could not be positively identified. Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (response buttons non-functional) was confirmed. As received the monitor was unable to power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (response buttons non-functional) was confirmed. As received the monitor was unable to power on. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.